Event description:
It was reported a portal vein thrombosis was being performed on a (B)(6) female patient in the interventional radiology department. The catheter was placed into the patient's internal jugular. One of the connecting wires on the basket became detached while in the portal vein. As a result, the procedure was stopped and the basket was retracted into the sheath and removed. There was no delay in treatment and no patient death or complications were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Follow-up will be filed if additional information becomes available.